Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jun2020.

Event description:
It was reported that while the unit was in standby mode, it powered on spontaneously and would not turn off. There was no patient involvement. The customer reported removing the battery to power the unit off. The customer performed troubleshooting and determined there was a problem with the user interface (ui) display and keypad assembly. The user interface assembly and keypad were replaced and the issue resolved.